Manufacturer narrative:
The device was returned for analysis. The reported ¿bent tip¿ was not confirmed. Difficulty inserting the device into the anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty procedure using an 8f sheath. Reportedly, resistance was noted during advancement of the prostyle device into the anatomy as the tip of the prostyle device reached an unspecified stent during insertion of the prostyle device. The prostyle device was not deployed and was removed from the anatomy. There was no resistance during removal of the prostyle device. The tip of the prostyle device was slightly bent. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.